Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the manufacturer's subsidiary, after rebooting the unit it worked properly but some vibration was noted during use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) did not respond to touch. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connected the central control monitor (ccm) to a system 1 power supply and powered it on. The cursor was attempted to move in different areas of touch screen, cursor responded to touch but the accuracy was not precise. After screen calibration, the cursor moved in opposite direction. Screen calibration was repeated five times with the same result. As a result a lab use only touch screen controller was installed and the screen calibrated properly. The ccm was powered off and the stock touch screen controller was reinstalled and the screen did not calibrate correctly. It was determined that the touch screen controller was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.